Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds and a loss of capture. At an additional follow up visit, undersensing of atrial fibrillation was noted in a number of episodes recorded in the arrhythmia log book. There were multiple episodes recorded as 'vt' detections and these episodes showed no activity whatsoever on the atrial lead, which caused the device to incorrectly label the episodes as ventricular tachycardia (vt) . The patient's physician suspect and atrial lead dislodgement. No action was taken at this time and the patient will be followed up at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.